Event description:
This male pt with a history of hypertension, hyperlipidemia, diabetes (recent onset), and moderate to severe renal disease was admitted for coronary intervention. It is not known if the pt was taking any cardiac medications at the time of admission. The primary indication for the elective procedure was stable angina. During the procedure, reopro and heparin were administered. Act's were not monitored. Pre-procedure, cardiac enzymes were within normal limits. Angiography revealed a de novo, 95%, 13mm, irregular, eccentric, type b1 lesion in the mid-lad. The lesion diameter was 2.5mm with timi iii flow beyond the target site. The lesion was pre-dilated with a 2.0x12mm balloon inflated to 8 atms. Two cypher select plus stents were implanted to cover the lesion, a 2.5x23mm deployed to 18 atms and a 2.25x13mm deployed to 18 atms. The stents were post dilated to ensure complete expansion. A second lesion was treated in the posterior descending artery. The lesion was a 99%, 14mm, de novo, irregular, eccentric, type b1 stenosis. The vessel diameter was 2.1mm with timi iii flow beyond the target. The lesion was predilated with a 2.0x12mm balloon inflated to 8 atms. A 2.25x18mm cypher select plus stent was deployed to 18 atms. The stent was post dilated to ensure complete expansion. The final lesion treated was a 95%, 10mm, de novo, irregular, eccentric, b1 type stenosis in the postlateral branch of the rca. The vessel diameter was 2.3mm and there was timi iii flow beyond the target. This lesion was not predilated. A 2.5 x 13mm cypher select plus stent was deployed to 18 atms. The stent was not post dilated. There were no reported procedural complications. At 6-24 hours post procedure, the pt's cardiac enzymes were elevated: ck>5 times uln and troponin <2 times uln. After 24 hours, the cardiac enzymes were trending downward: ck 3 times uln and troponin <2 times uln. No add'l ECG was reported and this was not reported as an mi event. No add'l treatment was required. The pt was discharged the following day in stable condition. At one-month and six-month follow-up contacts, the pt denied cardiac symptoms and was compliant with all cardiac medications.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt. This is one of four reports submitted for the same event. Please reference MFR. Report #'s: 9616099-2008-01522, 9616099-2008-01523, 9616099-2008-01524, 9616099-2008-01525.